Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Information received by medtronic indicated that the insulin pump had battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer reported that the battery loss in one day only less than two hours between two replace battery alert alarm. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.